Event description:
When rn was removing the uac catheter, the catheter snapped at 16 cm. Pressure was applied to control the bleeding. Md attempted to find the end of the catheter-unable to locate. Surgeon called. Pt to be transferred to another facility. Catheter sent with pt per surgeon's request. X-ray done to determine placement. Catheter seen in lower abd. Pt in no distress. Vss. Remains on room air.